Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states he had diabetic seizure and lost the battery cap when this happened and needs battery cap sent out. Customer states the sensor didn't alert that he was having a low but he was found and treated. Customer was given a ginger beer and then had dinner to bring up blood glucose. Customer unable to t/s for low without battery cap. Adv to revert to back up plan. Explained transmitter and meter may need to be relinked. Insulin pump is not expected to return.